Manufacturer narrative:
This report is submitted as follow-up no. 1 in response to the failed acknowledgment (ack) of the initial submission, which was identified as a duplicate. For your reference, the initial submission is attached. A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, but unknown d4: catalog #: requested, not provided (potentially, surflash 22g or 24g) d4: lot #: requested, not provided d4: expiration date: unknown due to the combination of an unknown catalog & lot number. D4: UDI: unknown due to the combination of an unknown catalog & lot number. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: establishment address: requested, not provided e3: occupation: dds/oral surgeon h4: device manufacture date: unknown due to the combination of an unknown catalog & lot number. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Based on the information provided. The affected product was suspected to be our surflash 22g or 24g. Our investigation was performed focusing on the process and manufacture records of these surflash products. Our surflash product is continuously produced by a fully automated process that includes assembly of inner needle and catheter, fitting of them, a cap, and a protector attachment. Labeling of individual packaging through to boxing process. The manufacturer's inspection records of the surflash products have been traced back and reviewed for the past five (5) years, wherein no defective properties that may have caused the broken catheter were identified. Furthermore, the records of the sampling inspections conducted per manufacturer lot show no defective products, such as scratched or broken catheter, have been detected. The cause of the reported issues was not identified as no anomalies were found in our manufacturing process and records. We will continue to make every effort to ensure quality control of our products. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4). Due to the inability to identify the specific device involved, both potential manufacturers submitted an MDR. This report captures one of the occurrences. Please refer to section h10 for the MDR number related to the second occurrence mentioned, including the importer report submitted for both occurrences.

Event description:
The user facility reported that a doctor had a complaint about terumo's IV catheter failing. Additional information received on 14 mar 2025: the doctor performing the procedure stated that there had been two incidents where the catheter broke off and had to be removed from the patient's anatomy. He stated that they no longer want the product in the facility. After hearing the description of the surflash feature with a groove in the needle for flashback, he thought that was what they were using, but he could not provide confirmation. He stated that this occurred with both 22g and 24g catheters. Additional information received on 21 mar 2025: the patient had surgery to remove the catheter from the subclavian.

Event description:
The user facility reported that an event occurred during priming. It was reported that during priming, fluid leakage occurred around the male connector on the oxygenator side of the sampling line one-way valve. The sampling line, including the involved section, was replaced with the extension tube that was included with the circuit. The event occurred pre-treatment with no patient involvement.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office clerk. G4: 510k: k071494, k130520. An investigation of the actual sample was conducted. Visual and magnifying inspections revealed that the connection between the male connector and the tube of the sampling line had been cracked in the longitudinal direction. It was also found that the male connector itself had been cracked. A leak test of the actual sample was conducted. Colored saline solution was injected with a syringe, and it was found that leakage occurred from the cracked section. X-ray fluoroscopic inspection of the actual male connector. It was found that the tube inside the male connector had also been continuously cracked starting from the male connector. A simulation test was conducted. An impact load was applied to the male connector of the current product, and it was found that the same crack as the actual sample occurred. It was found that the same crack as the actual sample occurred. Fluoroscopic x-ray inspection of the cracked sample was performed. It was found that it wasn simulated that the tube inside the male connector was also continuously cracked starting from the male connector as in the actual sample. A review of the manufacturing record and the shipping inspection record of the actual sample found no anomalies. A review of past complaint files found no other similar reports for the product with the product code involved and lot number. Based on the investigation results, a possible cause of the leakage during use was likely a crack in the connection between the male connector and the tube of the sampling line. As a possible cause of the crack on the tube, it was inferred that some impact load exceeding the product's maximum strength was applied to the male connector. However, from the condition of the actual sample, it was not possible to clarify exactly when it was cracked. Relevant instructions for use (IFU) reference: do not use it if the package or device is damaged (e.g., cracked) or any of the port caps are off. If the product is dropped during set-up, do not use it. Replace it with another device. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Terumo medical products (tmc) (importer), registration no. 2243441, is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer), registration no. 9681834.